Event description:
This rv lead was implanted on (B)(6) 2006 and remains implanted at this time. This is noted on (B)(6) 2014 due to noise with lots of as markers and some vp markers. This noise does not look like the typical noise and did not think the lead was fractured. The physician was dr. (B)(6) at (B)(6) in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).